Event description:
The summons alleges while being transported from school, the wheelchair allegedly proved to be defective and malfunctioned. Serious injury is alleged and not confirmed.

Manufacturer narrative:
Individual was being transported in a bus when the chair's tray allegedly hit them in their head. Chair was not equipped with a transport option. Current operation manual indicates that if the wheelchair is not equipped with a transport option, no one is to sit in the chair in a moving vehicle. No malfunction indicated. No confirmation of alleged injuries from attorney. MDR filed as a conservative measure.